Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both plunger cases were cracked and the bottom case and the pole clamp back plate were broken. Primary audible alarm background test found in pump event history log. During functional testing the reported issue of primary audible alarm background test was unable to be duplicated during the occlusion test. The speaker came loose from bottom case due to pump been mishandled by customer (broken bottom case) which caused the intermittent of the primary audible alarm background test error. The root cause was the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.